Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. 3191 code was used to denote surgical intervention.

Event description:
It was reported that this pacemaker was operating with higher power. This was thought to be due to the atrial fibrillation (af) the patient was in, as the signal artifact monitor was identifying the af as artifact. Additional information with data analysis, indicated that early battery depletion appeared to be consistent with high power consumption. Technical services suggested the pacemaker be removed and replaced. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received that this device was explanted, and was returned for analysis. No further details were known, and no adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that this pacemaker was operating with higher power. This was thought to be due to the atrial fibrillation (af) the patient was in, as the signal artifact monitor was identifying the af as artifact. Additional information with data analysis, indicated that early battery depletion appeared to be consistent with high power consumption. Technical services suggested the pacemaker be removed and replaced. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received that this device was explanted, and was returned for analysis. No further details were known, and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker was operating with higher power. This was thought to be due to the atrial fibrillation (af) the patient was in, as the signal artifact monitor was identifying the af as artifact. Additional information with data analysis, indicated that early battery depletion appeared to be consistent with high power consumption. Technical services suggested the pacemaker be removed and replaced. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.